Event description:
Event description cpi received information that this endotak transvenous defibrillation lead (0064) was removed from service due to a lead fracture. There was no pacing and no sensing. The lead was replaced with an endotak down-sized plus lead (0125).